Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, severely calcified lesion of the proximal circumflex measuring 3.0x14mm with 75% stenosis. Target lesion one was treated with predilation, placement of a 3.0x16mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance from the stent was reported. There were no reported patient complications and the patient was discharged one day post procedure on asa and plavix.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.